Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low follicle stimulating hormone (fsh) results generated by the unicel dxl 800 access a patient sample when tested gave an fsh result of 0.14miu/ml and upon re-testing the results the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in 13x100mm lihep plasma tube with a gel separator. Qc has been within the customer's established ranges prior to and after the event. A field service engineer was dispatched on (B)(4)-2009. Fse found the supply tubing for one reagent pipettor was torn and replaced the tubing. Fse verified alignments and adjusted the ultrasonics. All repairs were performed per established procedures and all results met published performance specifications. Due to a potential for this event to recur unknowingly, there is potential that a pivotal assay could be erroneously reported and treatment decision may be affected. A malfunction will be assumed for the purpose of this report.